Manufacturer narrative:
As part of the complaint investigation, 100 retained samples from the lot were visually inspected for the presence of any foreign bodies or insects within the blister packaging. Batch production records were reviewed, and no abnormalities were detected in the production process or finished product inspection. The customer returned the impacted product for investigation. Upon inspection, the returned blister was still sealed; however, there was a hole in the blister packaging that appears to have been created by an insect. This hole is the most likely entry point through which the insect gained access to the sealed blister package and can be seen in the initial pictures provided by the customer. Analysis of the insect remains found that its features were highly consistent with those of tribolium castaneum otherwise commonly known as the red flour beetle. The red flour beetle is a worldwide storage pest that mainly infects stored food such as flour and is common in household settings. It should be noted that the customer stated that the syringes were "stored in an acrylic drawer under the sink in [his] bathroom." The origin of the insect involved in this incident, as well as the timing of when it created the hole in the blister packaging is unknown. Manufacturing of this product is done in a class 100,000 cleanroom where product is heat sealed within the blister packaging then immediately transported to the packaging room for final inspection and further packaging within the inner box and case. At the manufacturing site, there is monthly centralized fumigation, and there have been no similar instances of pests found during manufacturing. At exel's warehouse, pest control servicing is performed monthly and there have been no pest issues impacting product or spottings of the red flour beetle. Additionally, there have been no similar complaints within the lot. Therefore, it is unlikely that this insect was introduced during manufacturing or storage at exel. (B)(4)

Manufacturer narrative:
There have been no similar complaints within the lot. Further investigation of this issue is still ongoing. (B)(4).

Event description:
The customer discovered that one syringe contained a dead insect sealed inside the sterile packaging. The sterile sleeve was fully intact and was not opened. The device was not used.